Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated that on the night they had a fluid leak there were several air detected in cassette warnings during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the patient stated that there were no other fluid leaks were found. Additionally, the patient confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to reset up with new supplies and complete peritoneal dialysis treatment on the night of the reported event. The cycler was not replaced.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated that on the night they had a fluid leak there were several air detected in cassette warnings during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the patient stated that there were no other fluid leaks were found. Additionally, the patient confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to reset up with new supplies and complete peritoneal dialysis treatment on the night of the reported event. The cycler was not replaced.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Corrections: b3, d10, g4, h4.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated that on the night they had a fluid leak there were several air detected in cassette warnings during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the patient stated that there were no other fluid leaks were found. Additionally, the patient confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to reset up with new supplies and complete peritoneal dialysis treatment on the night of the reported event. The cycler was not replaced.